Event description:
It was reported that, the patient with this pacemaker exhibited shortness of breath. An xray was performed for right ventricular (rv) lead place evaluation. Upon review, the pacing impedance values were low out of range. At this time, this pacemaker remains in service. No adverse patient effects were reported.